Event description:
It was reported that pump unexpectedly displayed reset screen while in use, but pump turned back on without being plugged into power and issue had not occurred previously with same device. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received explanation that pump had performed internal safety reset, was informed about effects on insulin on board, maximum hourly bolus, continuous glucose monitor sessions, and cartridge status, acknowledged instructions, and successfully resumed insulin delivery.